Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmd for investigation, the motor was found to be drawing a high current, which caused the pump to shut down. During testing, the pump did alarm appropriately. The pump was serviced and returned to the customer.

Event description:
The initial reporter states that the pump was not infusing accurately. They also stated that during an infusion the pump "just stopped" and did not alarm. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. They did not provide any additional information. (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was not infusing accurately. They also stated that during an infusion the pump "just stopped" and did not alarm. Mmdg did follow up with the initial reporter who stated that the patient did not have any adverse effects due to the complaint. They did not provide any additional information. (B)(4).